Event description:
It was reported to philips that the motorized movements were not available. The device was in clinical use at the time of reported event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected the customer was performing a diagnosis procedure which was completed by restarting the system. The field service engineer (fse) inspected the system onsite and confirmed that the system was intermittently generating a ¿motorized movements not available¿ user message. A review of the system log file didn¿t confirm the reported problem. Upon functional testing, the fse found an issue in the bodyguard sensor calibration. To resolve the issue fse performed bodyguard calibration. After the calibration, the system was returned to use in good working order. The codes were updated based on the investigation outcome.